Event description:
It was reported that the patient's blood glucose levels rose to greater than 250 mg/dl (13.9 mmol/l) while wearing the pod for less than 1 hour. The patient reported being unsure if the cannula was properly inserted into their arm. The patient further reported there was leaking at the pod site causing the adhesive to become wet with insulin, and the pod was tearing away from the adhesive backing. As treatment a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of unsure the cannula properly inserted. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.